Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had bolus not delivered was when insulin pump times out because buttons were not pressed. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. (B)(4).